Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 23. Jan. 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 while the sales consultant was putting a set back together, he discovered the locking mechanism on the drill stop was not working. The drill stop that slides over the drill bit would not lock. The reported confirmed no patient involvement. No patient related questions required. This complaint involves 1 device. Concomitant devices reported: drill bit part# 03.037.022, unknown lot #, quantity x1, unknown drill, unknown lot#, quantity x1. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the returned drill stop for 03.037.022 (03.037.023, 9323555) was received with minor superficial marks and no indication of damage which would contribute to the complaint condition. After inspection it was noticed that the mechanism intended to engage with the grooves of the drill bit might not be positioned as intended since the internal plunger does not seem visible when looking through the cannulation of the drill stop. A mating drill bit was not accessible so the complaint could not be replicated, but if the plunger is not properly positioned it could contribute to the complaint condition. As part of this investigation a visual inspection, drawing review, root cause analysis, and risk management assessment were performed. The returned stop was manufactured on january 23, 2015; the relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material record reports, non-conformance reports, or actions related to the complaint condition were generated during production of the returned part. Review of device history record showed that there were no issues during the manufacture of the product which would contribute to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned stop did not exhibit blatant damage, but it is possible that the plunger intended to engage with drill bits was excessively depressed due to repetitive use and fatigue over time. Additionally it is possible that the stop was mishandled and exposed to unintended circumstances which contributed to the malfunctioning of the internal locking mechanism intended to engage with drill bits. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.